Event description:
A surgeon reported a case of toxic anterior segment syndrome (tass) following a cataract with intraocular lens implant procedure. The hospital advised that they used additives in their balanced salt solution (bss).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).